Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacing system was implanted on (B)(6) 2016. Reportedly, during a follow-up performed on (B)(6) 2020, a warning message stating that the ventricular lead polarity switched to unipolar on (B)(6) 2020 due to an abnormal ventricular lead impedance measurement was displayed. The ventricular lead impedance curve showed an abnormal lead impedance measurement on (B)(6) 2020. Though the ventricular capture threshold could not be measured in bipolar configuration during a real time test, normal ventricular capture threshold, lead impedance and r-wave amplitude could be observed in unipolar configuration. Episodes recorded in the device memory on (B)(6) 2020 showed noise oversensing on the ventricular channel. The physician considered that the ventricular lead anode coil was fractured. Patient monitoring should be performed with the ventricular lead in unipolar configuration before choosing the treatment plan. Preliminary analysis revealed that the reported behavior most probably resulted from a ventricular lead issue.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The pacing system was implanted on (B)(6) 2016. Reportedly, during a follow-up performed on (B)(6) 2020, a warning message stating that the ventricular lead polarity switched to unipolar on (B)(6) 2020 due to an abnormal ventricular lead impedance measurement was displayed. The ventricular lead impedance curve showed an abnormal lead impedance measurement on (B)(6) 2020. Though the ventricular capture threshold could not be measured in bipolar configuration during a real time test, normal ventricular capture threshold, lead impedance and r-wave amplitude could be observed in unipolar configuration. Episodes recorded in the device memory on (B)(6) 2020 showed noise oversensing on the ventricular channel. The physician considered that the ventricular lead anode coil was fractured. Patient monitoring should be performed with the ventricular lead in unipolar configuration before choosing the treatment plan. Preliminary analysis revealed that the reported behavior most probably resulted from a ventricular lead issue.